Event description:
It was reported that there was erythema at the lumbar incisional region with tenderness, and some nausea. The pt was treated with prophylactic antibiotic clindamycin 300 mg qid x 7 days. On (B)(6) 2011, the wound looked better, and was less red and edematous. It was unclear if there was an infection present or if due to tape irritation. On (B)(6) 2011, no fever, drainage, and/or dehiscence was noted. The neurostimulator and leads were subsequently explanted. The pt outcome was recovered without sequelae. If additional info becomes available, a f/u report will be sent.

Manufacturer narrative:
(B)(4).